Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels as well as surgery on her eyes related to her diabetes. The customer's blood glucose at the time of admission was 122 mg/dl. While uploading from the insulin pump to the computer, the customer received an error message. The customer explained that her eyesight was very blurry and that she had failed her vision test. The customer further stated that there was fluid in her eye because her blood vessels were leaking into her eye. Essentially, the customer had surgery for diabetic macular edema caused by high blood glucose. The customer was not involved in an accident. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.